Event description:
Reference number (B)(4). United states. It was reported that the patient experienced five events of kinked cannula on (B)(6) 2025. The site of insertion was abdomen. Patient noticed symptoms within three hours of insertion. The infusion set was in use for two days. Patient replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.